Manufacturer narrative:
A new review of this event was performed. A retrospective MDR has been filed out of an abundance of caution due to the potential for serious injury. Batch record review showed the device was manufactured to released specifications and passing quality test results.

Event description:
Two vials (one - 2 ml vial of lava-18 and one-2 ml vial of lava 34) were placed on the small vortex adapter and the vortex mixer was turned on at the appropriate speed. About 12 minutes after the vials were placed on the mixer, it made a loud noise and the lava-18 vial came off of the vortex. The sterile blue cap was knocked off and was not used and the other vial was for administration. Before placing the vial on the vortex to complete the mixing, the unaffected vial was taped to the adapter.